Event description:
A pixel issue on the pump display was reported, and the display problem affected the customer's ability to interact with and read the pump screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use the current pump for insulin delivery while waiting for a replacement.